Event description:
The patient performed a control solution test using their control solution 1 and the result was out of range. The result for control 1 was 130, and the pre-calibrated range for control solution 1 was 82-123. The patient performed repeat control solution testing using the same control solution 1 and the results were out of range. The results for control 1 were 134, 131 and 127. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
A replacement blood glucose meter was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient performed a control solution test using their control solution 1 and the result was out of range. The result for control 1 was 130, and the pre-calibrated range for control solution 1 was 82-123. The patient performed repeat control solution testing using the same control solution 1 and the results were out of range. The results for control 1 were 134, 131 and 127. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and issues with the device were found. The internal investigation confirmed the malfunction experienced by the patient.